Event description:
Patient was being treated for claudication. Procedure entry location was the right femoral artery. Angiogram of right leg with distal run off was performed. Angiogram of left leg performed. Review of angiograms shows no clear origin of left posterial tibial making determination of location of device in artery challenging. An attempt was performed to cross what was believed to be the left posterior tibial artery with spectranetics support catheter. The support catheter was then removed and replaced with a wildcat support catheter and advanced. Guidewire was changed to confianza pro 300. The guidewire was then changed to choice pt graphix ex and continued to attempt to cross the occluded left posterior tibial. Wildcat support catheter was removed and spectranetics support catheter advanced. Wire changed to medi zipwire 0.035" 180 cm standard angled. Perforation noted in what was assumed to be the origin of the left posterial tibial. Glidewire advanced down left peroneal and support catheter was removed. Abbott indeflator 20/30 was used with invatec balloon admiral 4x120x80. Balloon was prepped and advanced across the distal superficial femoral, left, then inflated to 10 atm for 0:18 seconds. Balloon removed and wire exchanged for guidewire stiff 0.035" 260cm. Invatec balloon admiral 4x120x130 was prepped and advanced across the distal popliteal, left, then inflated to 7 atm for 3:53 seconds. Balloon removed angiogram performed and perforation sealed.

Manufacturer narrative:
Method: the case information and angiograms were used to evaluate the device performance. Results: perforations are defined in the; labeling (instruction for use) as a possible complication.